Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8512169) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31135558) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and the stent was observed to have released in the microcatheter; the stent body was prematurely separated from the delivery wire. It was noted that the two ends of the stent were asymmetrical in diameter when the physician removed the stent from the microcatheter. The physician switched to a new stent and completed the procedure using the original microcatheter. There was no report of any negative patient impact. The procedure was reportedly prolonged by approximately one hour. On 16-jan-2024, additional information was received. Per the information, the patient is a 61-year-old male. The target vessel was the right anterior cerebral artery. An adequate continuous flush was maintained through the microcatheter. The information indicated that the physician did suspect that the reported asymmetric diameter issue is related to an incomplete expansion of the stent on one end. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The information indicated that the physician did not consider the 1 hour procedure prolongation to be clinically significant; the hour was used to determine whether it was the problem with the stent or the microcatheter, and to replace the device to continue the procedure. There was no allegation of negative patient impact. One photo and one short video was included in the complaint. The photo and video does not capture the microcatheter. The cerenovus sale representative reported that the microcatheter was discarded and is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31135558) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00058. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.